Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "high pressure" alarm. Patient returned to the clinic with a 5fu pump that had leaked while at home. There was a visible chemo spill on the outside of the pump and tubing. There was patient involvement and no patient harm/adverse event reported. Continuous infusion rate: 1.7 ml/hr. Total reservoir volume: 78 ml. Given: 58.7 ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: ll2. A cstd was used to fill cassette.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.